Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the guidewire was protruding out the side of the device when clinician went to deploy it. When removing the device the patient experienced pain. No other information provided, at this time.

Event description:
It was reported by customer that the guidewire was protruding out the side of the device when clinician went to deploy it. When removing the device the patient experienced pain. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire incorrectly located on the outside of the needle is confirmed; however, the exact cause is unknown. One photograph of an 18g accucath ace was returned for evaluation. An initial visual observation of the photograph showed the guidewire outside of the needle and axially aligned with the needle. Use residues were observed on the sample in the returned photograph. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.